Manufacturer narrative:
After replacing and cleaning the valves, the technician isolated the issue to the hydraulic manifold. The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head section is drifting down overnight.